Event description:
The customer reported to olympus, during the therapeuitc procedure, there was a line on the 6 o¿clock position on the camera. The surgeon also mentioned there was a clicking noise when trying to turn it on. A brush was not able to be passed through the suction port while cleaning. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the ce label needed replacing, the brush would not pass through the scope, there was a white dot/ stain the image, there was a pin hole on switch 1, there was low angulation, there was grinding and clicking on the control knob, there was a deep dent on the distal end plastic cover, there were scratches on the lens surface effecting the image, there was a crack on the light guide lens, and the glue on the bending section cover or distal sheath was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The intended procedure was a diagnostic, colonoscopy procedure. The foreign material looked like seeds or corn. The bedside cleaning was preformed immediately after use. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The air/water nozzle/ channel was flushed with detergent solution.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown whether there was deviation from instructions for use on reprocessing steps for the point where the material remained. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.